Event description:
In 2009 I was given 5 ect shock treatments. I was not given full disclosure of all the risk associated with these types of treatments like permanent long and short term memory loss and basic cognitive skills. I have my consent paperwork that I signed. It only states temporary memory loss and says it's very rare in patients. I lost my job right after because I was making mistakes due to not remembering how to do it. I immediately complained to the nurses and doctors while in the hospital and they pushed me to have more treatments. All documented in my records. I didn't even recognize my (B)(6) year old daughter who came to visit me while in the hospital for a month. I was supposed to have 10 but demanded the dr to stop after the 5th time. Eleven years later and I haven't been able to do the same type of office work I had been doing prior to the ect's. I have problems remembering things shortly after it's told to me. I constantly repeat myself at times every 15 minutes. I can't read a book or follow written or spoken instructions. I forget my address when having to fill out forms or asked. I have even forgotten how to spell my last name how crazy and sad. I give incorrect change, can't balance my checkbook, or write a check at times. I have to be reminded when it's time for me to take my medication. I am constantly reminded by my family that they have already told me something over and over just that day or the day before. I have always told others that the shock treatments I went through was pure inhuman torture and shouldn't be allowed especially to a suicidal patient. This is inexcusable and should be stopped immediately. FDA safety report ID# (B)(4).